Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Endologix was made aware of a patient with an indeterminate endoleak (possible type 3) that was repaired with a nellix implant at (B)(6) hospital on (B)(6) 2018. Patient's previous implant of an afx was done in (B)(6) 2013.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to 0.2%. These types of events will be monitored and trended as part of the quality system.

Event description:
The patient was originally implanted with an afx bifurcated stent graft and infrarenal aortic extension on (B)(6) 2013. Endologix was made aware of a complaint against our device on (B)(6) 2018. Patient presented to the ER on (B)(6) 2018 with symptoms of a contained aorta rupture due to an evident endoleak type 3b at the afx main body graft. Re-intervention was completed on (B)(6) 2018 and the patient was treated by implanting a nellix bifurcated stent graft. No devices were explanted during the secondary procedure, and the patient is in good status.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. However , based on reported events , this case is case is categorized as a type 3b endoleak. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release. There were no ncrs included in these lots. The lot usage history shows that no other units from the affected lots have been involved in any similar complaints at this time. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. These types of events will be monitored and trended as part of the quality system.